Event description:
PICC line inserted by anesthesia pt pulled out PICC line the next day and new PICC line inserted. Chest x-ray post PICC line inserted shows portion of 1st PICC line in heart (right atrium). When pt pulled out first PICC line ? Portion broke off. PICC line in heart, removed percutaneously without complication. 2nd PICC line working well and appropriately placed.